Event description:
It was reported that the itrak 3500l system has a 3mm tracking inaccuracy (3mm from zero). The procedure was completed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on the investigation, a transmitter cable has been ordered. Once replaced, it is believed that the reported issue will be addressed. If any add'l issues are noted they will be reported as required.